Manufacturer narrative:
(B)(4): the investigation determined that the field service engineer did not tighten two locking screws properly after completing a preventive maintenance task on the gantry. When the scanner was tilted for procedure, the rear cover feel off. The field service engineer tightened the screws appropriately and the scanner is now working accordingly. This report was submitted (B)(4)-2010.

Event description:
Philips received a complaint that alleged that the rear cover of the scanner fell on the patient's foot, when the gantry was tilted. The pt was not hurt.